Event description:
It was reported that an ilet pump displayed alert code 41 during a rewind after the pump ran out of insulin, and the alert recurred despite multiple restarts, leading to determination that the pump malfunctioned and required replacement. Symptoms included hyperglycemia with disorientation and irritability. Outcomes included use of subcutaneous insulin by pen and continuation of cgm use off-pump. Investigation included remote troubleshooting, education on shutting down the device, verification of return logistics, and instruction that data would not transfer to the replacement. Investigation of this case revealed an insulin delivery fault consistent with an absolute range error associated with the pump system. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the insulin delivery system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: the device was disassembled and the motor was found to no longer be adhered to the gear frame. This allowed the motor to spin without engaging the remainder of the gear train.